Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis and was not returned with the instrument. The tenaculum forceps had dried residue around the cable grooves of the clamping pulley. A white powder residue was present on the clamping pulleys and cable grooves. The complaint regarding cable damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during central processing, the cable broke on the tenaculum forceps instrument. There was no patient involvement. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information, but no further information was available.